Event description:
Related to MFR report# 2183959-2013-00878. Pt was implanted with an aus device and spectra device (malleable penile prosthesis) on (B)(6) 2013. It was reported that the pt had his aus cuff and pump removed and replaced due to urinary retention. A suprapubic tube was placed, then after consulting another physician, "it was determined that the cuff was too distal - they moved the cuff down on the urethra so it would not be under the constant pressure of the malleable cylinders. It was apparent the sys was working at this time." No add'l pt complications were reported in relation to this event.

Manufacturer narrative:
The cuff and pump were analyzed: results indicate both components performed within specifications. Pump catalog 72400098, serial #(B)(4), expiration date: 02/27/2018. Mfg date: 02/01/2013. Should add'l info become available regarding this event it will be re-evaluated and a follow up report will be sent.